Event description:
A pharmacist reported that during an intraocular lens (iol) implantation procedure, the lens placement failed due to the lens getting stuck. No impact to the patient. Additional information was requested

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).